Event description:
Customer reported a crack on the screen, which was hard to see and sometimes unresponsive. There was no reported impact on the customer¿s blood glucose level. The customer declined further troubleshooting, and the issue was documented by technical support.